Event description:
It was reported that the implantable cardiac defibrillator (ICD) had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed, the device lasted 59% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. (B)(4) we did receive data collected from the device and analyzed the data. The time of recommended replacement (rrt) in the save to disk on (B)(6) 2012, was less that or at 2.6251 volts. The weekly battery voltage trend data shows a minimum battery of 2.629 to 2.616 volts between (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2012.